Event description:
The catheter was placed and well taped on (B) (6) 2008 in the right antecubital. Fluids had been put through the device without any leaking noted, no redness or swelling was noted prior to the removal. When the device was removed, the catheter did not come out. An attempt was made to snare the catheter, but was unsuccessful. The remaining catheter portion was successfully retrieved via surgical intervention. X-rays were taken the day of the event.

Manufacturer narrative:
Results - the actual sample was not returned for the investigation, however, the customer sent in pictures of the used unit for the investigation. Received 265 representative units for investigation. A pull test was performed on all 265 returned units and all units were within manufacturing specifications. Our quality engineer visually inspected the returned photos of the used unit and confirmed that the catheter tubing is missing (broke off or cut off) and a small portion of the catheter tubing extended from the nose of the catheter adapter. Conclusions - a root cause analysis could not be confirmed because all the samples returned met manufacturing specifications. A corrective action will not be initiated as there was no evidence of a manufacturing or product failure. The instructions for use state: do not use scissors at or near the insertion site. (B) (4)